Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 04:09 am. There was an hour and 45 minute manual suspension observed on (B)(6) 2015. The total daily doses added up and reflected the programmed basal rate target. There were no pump reboots observed in the black box to support the power loss complaint. The battery cap tightened securely onto the pump and was able to maintain electrical connection. There was no damage to the battery compartment or battery cap. A power loss was not duplicated during testing. The pump case was opened and there was no damage found internally. The returned battery cap was used for 24 hour testing with no reboots observed. The pump correctly reflected 24 units after the 24 hour on 1 unit/hour duration test. The product performed within specification.

Manufacturer narrative:
On (B)(4) 2015, it was reported that on an unspecified date, the patient had experienced a blood glucose (bg) greater than 500 mg/dl associated with an intermittent power issue. Reportedly, the bg came down to 300 mg/dl when the patient changed to a replacement pump. There was no further information available.